Event description:
Reporter alleged customer stated feeling low when getting out of bed, however, glucose read 386 mg/dl back to back with a result of 75 mg/dl when testing was performed within 5 minutes of each other. It was stated the night before at 9 pm customer ate as normal and took normal 50 units of insulin before going to bed. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.